Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not reported to be in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was evaluated by a third-party service center field service engineer, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation verification pre-test. In addition, an error code in relation to o2 proportional valve stuck was recorded in the device event log. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. The repairs are currently in process. If additional information becomes available, a supplemental report will be filed. New information: the trilogy ev300 ventilator was evaluated by a third-party service center field service engineer, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation verification pre-test. In addition, an error code in relation to o2 proportional valve stuck was recorded in the device event log. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) were replaced to address the issue. The system meets the specification for the performed service and is returned to use. Box h coding was updated.

Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not reported to be in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was evaluated by a third-party service center field service engineer, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation verification pre-test. In addition, an error code in relation to o2 proportional valve stuck was recorded in the device event log. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. The repairs are currently in process. If additional information becomes available, a supplemental report will be filed.